Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to bootup. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips remote service engineer (rse) inspected the system remotely and confirmed the report event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting system logs were reviewed and it was indicated that there were multiple communication errors between host pc and both frontal and lateral ippc¿s. Fse replaced host pc and hard disk drive (hdd) to resolve the issue. The defective host pc was returned for analysis and part analysis confirmed that the dvd drive failed. After replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.